Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard fragile polyurethane cannula, breaks easily and has a flexible needle. Found during use. No reports of catheter breaking inside the patient. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd insyte autoguard fragile polyurethane cannula, breaks easily and has a flexible needle. Found during use. No reports of catheter breaking inside the patient. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record reviews were performed on the following sub-assembly lot numbers: 6341618 ¿ the lot number was built on afa line 10, from december 9, 2016 thru december 13, 2016. 6342585 ¿ the lot number was built on afa line 5, from december 13, 2016 thru december 16, 2016. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review findings: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: the defects catheter defective/damage and needle defect, as stated as the reported codes could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following: event attributed to: other, device single use?: no, device returned to manufacturer: no.

Event description:
It was reported that the bd insyte autoguard fragile polyurethane cannula, breaks easily and has a flexible needle. Found during use. No reports of catheter breaking inside the patient. No reports of serious injury or medical intervention noted.